Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer mentioned that she was hospitalized but not due to diabetes related. The customer also reported that she received a battery out limit alarm. The customer's blood glucose was 540 mg/dl at the time of incident. The customer stated that her blood glucose went down to 28 mg/dl during the hospitalization due to customer was given insulin drip to treat the high blood glucose. The customer was assisted in reprogramming time and date. The customer stated that the settings were still in the insulin pump. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.